Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was postponed to a later time. The customer did not ask philips service for this event. The issue was solved by a third-party subcontractor service who replaced the geo module. After service by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available.the device was in clinical use at the time of event. No harm was reported to philips.philips has started an investigation of this complaint.